Event description:
Removal of endosseious dental implant. Implant was placed on (B)(6) 2013 in site #13 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that the implant was not osseointegrated and spinning. The implant was removed on (B)(6) 2013 due to mobility. Medical history: no significant findings.